Event description:
Patient said that around 2003 had a mesh place however has had a lot of problems with that, they were incontinent and experienced fecal incontinence and constant utis. Patient said they had a CT scan done and they said there was something deep in the vagina and they thought maybe crystallized or something, said that the mesh has moved in the vagina. Patient required antibiotics for the utis. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".